Manufacturer narrative:
Additional narrative:this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the foot plate was drilled and broken. It was observed that the nose cone could not be disassembled. It was further determined that the drilled and broken foot plate was caused by the cutter device being improperly loaded into the attachment device and then installed onto the drill device. It was determined that the cutter device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the cutter device in compression. At that point, the tip of the cutter was in direct contact with the neuro tip of the attachment. When the drill was started, the cutter drilled into the neuro tip. It was determined that the nose cone could not be disassembled due to corrosion which was due to normal wear over time. The assignable root cause of the drilled and broken foot plate was determined to be due to user error and the corrosion was due to wear from normal use and servicing. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). Reporter¿s phone number: (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that the craniotome device was not working. During the pre-repair diagnostics assessment, it was determined that the neuro tip was damaged, part of the crani clamp was broken, and the ball bearing was worn out. It was further determined that the device failed for visual assessment, vibration and for temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.